Event description:
It was reported by the cordis affiliate that a pt in whom a stent had been implanted showed symptoms of an allergic reaction. A patch test by 316l stainless steel powder revealed that the pt was allergic to chromium. The physician will conduct another patch test using material powder of the stent to specify the origin. There have been no further details or results provided relative to this report.